Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2018 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's presented in the emergency room due to their device beeping. Upon interrogation, it was noted that the right ventricular (rv) lead had high thresholds since implant, noise, high rate non-sustained episodes, non-sustained ventricular tachycardia episodes, and elevated sensing integrity counter (sic). Intervention is planned but has not occurred yet. The lead is still in use. No patient complications have been reported as a result of this event.